Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer stated that they have a defective davinci x (kolo) vessel sealing device extension (480422-01) and ask you to send us an RMA number. The gap does not close. The scissors do not close. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: no fragments fell from the device into the patient during the procedure. We tried to activate the instrument several times, which resulted in a delay of 15 minutes before we inserted a new instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm vessel sealer extend (vse) instrument was analyzed and was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips did not open and close properly. The dislodged grip ring likely caused the grips to not close. The grip open lever was not functional. The grip ring moves freely up and down to grip the grip drive adapter.